Event description:
User reports receiving intermittent zero results. No specific data provided the field service representative checked all functions of the sample probe, and greased the spindle on the syringe drive. The system was reconfigured to automatically rerun samples. If additional information is received, appropriate notification will be provided.